Manufacturer narrative:
The device was evaluated onsite finding that there were errors for the internal condenser on the error log. A replacement therapy capacitor assembly was installed and the software updated. Functional tests were performed satisfactorily resolving the customer¿s complaint. The device was returned to service at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device alarmed during the therapy delivery test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.